Event description:
The customer reported biased quality control results for phyt on their vitros 950 system. Biased results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.